Event description:
Uvc leaking at the most distal portion of the line, right before the hub. Md notified, and was at bedside to assess, then discontinued the line line. The infant is stable and feeding at this time; we've been able to keep the line out.======================manufacturer response for umbilical vessel catheter, argyle neo-sert======================product is being returned for evaluation.